Event description:
In 2008, the patient called for assistance in changing the insulin cartridge on his infusion device. While he and his wife were being assisted in doing this, the plunger remained attached to the piston rod in the cartridge chamber. This caused insulin to spill into the cartridge chamber. During troubleshooting, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient switched to his backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.